Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes mellitus, chronic lung disease, peripheral vascular disease, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, prior stroke, chronic dialysis use, prior aortic valve replacement, and bicuspid valve. Complications reported included surgical intervention (pacemaker), stroke, paravalvular leak, off label use; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting the portico valve in a bicuspid native aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event was estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: paravalvular leak after transcatheter aortic valve implantation: results from 3,600 patients.

Event description:
The article, "paravalvular leak after transcatheter aortic valve implantation: results from 3,600 patients", was reviewed. The article presented a retrospective, single center study to examine the incidence, impact on survival, and progression of paravalvular leak (pvl). Devices included in the study were evolut r, evolut pro, evolut fx, portico, sapien 3, sapien 3 ultra, and sapien xt. The article concluded that after transcatheter aortic valve implantation (tavi), equal or greater than moderate pvl is associated with reduced survival compared to none/trace pvl. Mild pvl may result in a delayed survival reduction. [The primary and corresponding author was ibrahim sultan, division of cardiac surgery, department of cardiothoracic surgery, heart and vascular institute, university of pittsburgh medical center, 200 lothrop st, suite c800, pittsburgh, pa 15213, with corresponding email: sultani@upmc.edu] the time frame of the study was from november 2012 to january 2023. A total of 2719 patients were included in the study, of which 101 (3.7%) received an abbott device. The average age was 81.0 years old and the majority gender was male. Comorbidities included hypertension, diabetes mellitus, chronic lung disease, peripheral vascular disease, atrial fibrillation, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, prior stroke, chronic dialysis use, prior aortic valve replacement, and bicuspid valve.